Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unable to connect with the monitor / bent pins) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt contacted zoll customer support to report that his belt connection would not fit into the monitor. The pt was provided with a replacement electrode belt.